Manufacturer narrative:
(B)(4).

Event description:
It was reported fluoroscopy revealed externalized conductors. Increased pacing lead impedance and increased threshold were observed. The pace/sense portion was capped and replaced. No adverse consequences were detected.